Manufacturer narrative:
The device was returned to (B)(4) for evaluation and repair. It ws noted that the device exhibited anomalous behavior during operation and that the motor was aged and dirty. Prior to repair, the device included replacement of the motor, motor sleeve, bearings, o-rings, and semi-circle. The device has not been returned for servicing in six years. Lack of preventative maintenance likely caused the motor to become worn over time, resulting in slow operation and the harvest of a sub-optimal graft. Per instructions for use, "the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome handpiece had less power and was not able to be used correctly during a surgery. There was no patient harm and the surgery was extended between 0-15 minutes.